Event description:
During a remote follow-up, episodes of myopotential oversensing resulting in pacing inhibition was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed. The patient was stable with no consequences.